Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
(B)(4). The reported condition of failure code 814:04 was confirmed during product evaluation. The assignable cause was a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced, calibrated and verified to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue has been escalated to CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 814:04. It is unknown when this event occurred. During evaluation of the device by baxter personnel, it was determined that this alarm has interrupted delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.